Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the force bipolar instrument would not pull through the trocar and it appeared broken at the wrist. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found failure analysis confirmed damaged conductor wire insulation at the grip hub, exposing internal wires, and linked it to the customer reported issue. The instrument failed the continuity test, with no sharp or damaged components causing the break; the damaged conductor wire at the grip hub blocked full distal tip articulation. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the damaged insulation instrument bipolar conductor wire are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces. The probable root cause of the functional test failure cannot be determined as per the failure analysis results. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.